Event description:
The customer reported during the pacemaker revision procedure for normal battery depletion, this right ventricular lead was found to have high impedance measurements greater than 2000 ohms, and high threshold measurements. The lead was surgically abandoned (capped) and successfully replaced. To date, no adverse patient effects were reported. The device was actively implanted for approximately 11 years, 4 months.

Manufacturer narrative:
The lead was surgically abandoned (capped) and will not be returned, and as a result the clinical observation cannot be confirmed. To date, no adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.